Event description:
Patient received a medtronic dual chamber ICD -model 7288, in 2005. He did well until 2009; he received several shocks from his ICD which were inappropriate and due to a fidelis lead fracture. We diagnosed lead fracture by noise on the egm and a change in impedance. He was seen in an ed in an outside facility and he asked that all therapy be turned off. By report, a medtronic rep. Offered to turn lia on and turn therapies on, but the patient refused. He was supposed to see me in clinic after the ed visit, but he did not show and I suspect he will not come back to clinic or come back for a lead revision. Therefore, since no revision/procedure will be done or action taken -other than turning device off- I wasn't sure if it would be reported to FDA by medtronic. -submitted by rep dates of use: 2005 - 2009. Diagnosis or reason for use: primary prevention madit ii.